Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/14/2025 the user reported hyperglycemia with blood glucose levels over 400 mg/dl after changing infusion supplies. The user replaced the site and tubing and administered a 6-unit manual insulin injection, after which glucose levels improved. No hospitalization or long-term effects were reported.